Event description:
The customer reported the sys failed to produce fluoroscopy x-ray. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The calibration files were installed during the svc call. The sys was tested and found to be working as intended and put back into svc.